Manufacturer narrative:
Analysis of the implantable lead (lot# va1xdd0) determined that the conductor was broken in the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they used a reusable deep brain stimulation (dbs) insertion cannula to place the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the lead was implanted, connected to a screening cable to do test stimulation, impedance check showed contact 0 as high. Environmental/external/patient factors that may have led or contributed to the issue included the lead looked like it was little bit bent. Diagnostics/troubleshooting included the screening cable was removed and reapplied but this did not fix the problem so a new lead was implanted and impedances came back normal. The issue is reported to be resolved. The lead was never implanted and is expected to be returned. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) stated they had the device and would be sending it back when they had the appropriate shipping container to do so without bending the lead. No patient symptoms or further complications were anticipated.